Event description:
The rptr did meter to lab comparison tests, three minutes apart. Rptr's capillary meter test was 348 mg/dl, and the venous lab test result was 210 mg/dl. Rptr did not have any symptoms. Control testing was not done due to unavailability of supplies. No harm was alleged.